Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a blister under one of the ECG electrodes. The patient first applied a cream to the blister, but saw no improvement in the blister. The patient's physician then prescribed the patient a powder to use on the blister. Follow-up indicated that after using the powder the blister had improved.